Event description:
(B)(4). The dealer reported that the atm power wheelchair batteries bottom were cracked and was leaking gel from the battery bag to the floor, after the unit being plugged in and charging overnight . There was no patient injury reported.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model atm, serial number/date code is unknown. The owner's manual part number 1125035 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6) female. However, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.